Event description:
A us distributor reported that a monitor's response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the rear response button cable being loose, causing bad contact. The cause of the non-functional response buttons is the damaged cable. The root cause of the loose cable was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.